Event description:
This is the second occurrence of a stainless steel or chair that broke when an employee sat on it. One employee is out on disability secondary to her back injury. The second employee's injuries are less severe.